Event description:
It was reported that (3) devices were used during a laparoscopic low anterior resection. It was reported by the affiliate that the tsb45 instrument would not staple. Another instrument was used to complete the case. There was no consequence to the patient.